Manufacturer narrative:
H3, h6) the manufacture representative went to the site to test the imaging system and found no voltage outputting from isolated standalone board but did verify input from power conversion enclosure. Replaced standalone board to resolve complaint. Performed system checkout per user manual. System was functional and returned for use. B01, c02, d02 are applicable h3, h6) the enter component was returned to the manufacturer for analysis. Analysis found that unable to confirm reported complaint, "stuck in initializing." Visual inspections showed components r18, r20, r21, c3 and c13 were electrically over stressed. B01, c02, d02 are applicable continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000225r: product ID: bi71000577: product ID: bi71000225, serial/lot #:(B)(6) rev. R: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a procedure. It was reported that system would not clear initialization. Prior to the call, site rebooted the mobile view station (mvs) and image acquisition system (ias), but the issue persisted. As a troubleshooting step representative had site power down the ias and mvs. Once powered off, site disconnected the power cable between the mvs and ias. Both systems were then powered on independently. The site plugged in the power cable to the ias once fully booted, and the mvs connected successfully. However, the system would still not clear initialization and at that point, use of the system was abandoned. This issue occurred intra operatively. No additional information was provided.